Manufacturer narrative:
Device was discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. All of the (B)(4) units of catheter manufactured under this lot number have been sold. We have not received any other complaints related to similar incident from other customers. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We therefore believe this is an isolated incident. It is likely the balloon got caught on the calcified region of the plaque causing the balloon to dislodge from the shaft when pulling the balloon during embolectomy. There was no injury to the patient as the result of this incident. Although we have requested the hospital multiple times for additional information on the incident, we have not heard anything back from the hospital.

Event description:
Tip of the catheter broke during usage.